Manufacturer narrative:
Additional review of the record was performed, revealing the original customer feedback form categorized the harm as 'temporary or reversible harm to a person (not requiring additional medical intervention)'. Based on this information, the harm was not life threatening, did not result in permanent damage/impairment, and did not require medical or surgical intervention; therefore, the event does not meet criteria for serious injury. No analysis was performed. The midwife was trained on how to apply the patch to the mother. Attempts were made to reach the customer for additional information however, the customer did not respond. The investigation found that the product was confirmed to be operating per specifications, and the cause of the reported problem was that the customer required training. The issue was resolved by training on how to apply the patch to the mother. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
It was reported the patient developed a skin reaction under the patches of the beltless solution. Per the provided picture, a crust or scab formed in a circular pattern where the patches were applied. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.